Manufacturer narrative:
This report is being sent to correct our previous submission. Updated the following: 510 k (k131982), b5, device serviced by third-party (yes), device available for evaluation (no), report source- company representative and other- third-party service center, 510k (rfb)-k131982, reason for device not evaluated (other), reason- device evaluated by third party service center, and device available for evaluation (no),

Event description:
A bipap pro biflex device was returned to a third-party service center for service as part of the sound abatement foam recall process. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit and blower foam degradation. Additionally, unrelated to the reportable malfunction, the technician observed dust contamination. The device was scrapped by the service center after the evaluation was completed.

Event description:
A bipap pro biflex device was returned to a third party service center for service as part of the sound abatement foam recall process. During the evaluation of the device, the service technician observed object code indicates the blower contributed to the foam degradation. Additionally, the device had dust fail contamination. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction